Event description:
It was reported that a clave® connector was found to have a fluid leakage from the infusion connector while replacing it to administer nutritional fluids. After replacing the new connector, the therapy resumed properly without any impact. There was patient involvement, but no patient harm/adverse event was reported.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. (B)(6).